Event description:
It was reported that the patient had a worsening or exacerbation of a preexisting condition of a urinary tract infection (uti). The patient stated that she had ¿pressure¿ when urinating and thought she may have a uti, as she had them in the past with similar symptoms. The patient started an antibiotic and stated no more ¿pressure¿ and denied any other symptoms. The type of antibiotic prescribed by the patient¿s doctor was unknown. The patient outcome was reported as resolved without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v517496, implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).